Manufacturer narrative:
Additional manufacturer narrative: there are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis; therefore, the root cause of this event could not be investigated. The operative report documents an effective valve area of 0.5 sq cm with fibrosis of the aortic annulus. Although the root cause cannot be confirmed, it appears that the fibrosis likely contributed to the patient's stenosis. No further actions are possible with the available information.

Manufacturer narrative:
Evaluation summary: as received, all three (3) leaflets had cut sections which were not returned with the valve. Calcification was observed on the remaining sections of all three (3) leaflets. Calcification could have restricted mobility in the leaflets and led to stenosis. Minimal-to-moderate host tissue was also noted. A tear was observed on the free margin of leaflet 3 at commissure 1; tear measured approximately 3 mm. A tear was also observed on the free margin of leaflet 2 at commissure 2; tear measured approximately 2 mm. Calcification was observed near the regions of the tears. The x-ray demonstrated calcification. X-ray. Additional manufacturer narrative: the explanted device was returned to edwards for analysis which confirmed the reported event. It appears that calcification on the prosthesis caused the patient's stenosis. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized, usually by glutaraldehyde pretreatment. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported valve was explanted after an implant duration of approximately 8 years due to prosthetic aortic valve stenosis. Per the operative report, the aortic valve had an effective area of 0.5 sq cm. Patient also had mitral valve and pulmonary valve stenosis. Left ventricular ejection fraction was 55% with left ventricular stenosis. It was noted that the aortic valve was difficult to replace due to fibrosis of the annulus. However, they were able to place another 19 mm prosthetic valve with both coronary arteries nonobstructed. The patient was weaned from cardiopulmonary bypass but quickly had evidence of rv failure. The left ventricle appeared to be adequate but there was little delivery of blood to the left side. It was felt that there was bleeding occurring in the retroperitoneum. Despite full inotropic support, ventricular failure was present. The patient was not felt to be an ECMO candidate both because of intraperitoneal bleeding as well as because of her other comorbidities. It was felt that the patient would not survive and she eventually succumbed to ventricular failure and cardiac arrest.